Event description:
It was reported that a lead could not be removed due to excessive scar tissue. The healthcare provider removed what he could without causing damage to the nerve and left the lead implanted. The pt was doing fine. The lead was explanted because the system did not provide symptom relief. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).